Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Customer verified connection between the reservoir and infusion set was secure. Customer stated not strain and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did not exit and device alarmed no deliver. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 448 mg/dl at time of reporting. Nothing further reported.